Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used the same cracked heartstring seal to complete the procedure. No pt complications were reported by the hosp.